Manufacturer narrative:
Due to character restrictions block e1 event site telephone# is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. Fully checked and no fault found - customer informed. Unit fully checked - all now ok and returned to clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit gas leak alarmed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).